Event description:
It was reported that 2 incrementing standard prass tip probes would not work when hooked up to the nim monitor. The facility disposed of the 2 malfunctioning probes, however 1 un-opened probe with the same lot number was returned for evaluation. There is no known impact or injury to the patient and no further information was provided.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation due to the facility disposing of them. However, 1 un-opened device of the same lot number was returned for evaluation on (B)(4) 2013. The device was not returned and therefore no evaluation of the malfunctioning devices could be performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.